Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade IV.

Event description:
Physician reported capsular contracture baker grade 4, pain and seroma on the left side. The device was explanted.